Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was labeled with the wrong serial number. Per reporter, the unit was labeled (B)(6), but paperwork and internal serial number show (B)(6) which is the correct serial number. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg; 5/6/2025. Device evaluation: one device was received for device analysis. The customer reported complaint was confirmed through visual inspection and functional testing. The downstream occlusion(dso) seal was found delaminated. The dso seal was replaced. Additionally, it was found that the air detector was damaged. The air detector was also replaced.